Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, loss of capture (loc), and high out-of-range (oor) shock impedances, measuring 185 ohms. It was determined that the rv lead was fracture due to subclavian crush. Subsequently, a revision procedure was performed. The physician attempted to explant the rv lead, however, was unable to safely remove the lead. The rv lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No additional adverse patient effects were reported.